Event description:
A piece of the device broke off during a knee arthroscopy procedure. The surgeon recognized the piece had broken off but determined it was too difficult to remove and left the piece within the patient. It was reported that there was not any patient injury or procedural complications.